Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch ga6907, batch gh6113, batch ghk656, batch gj5543, batch gjk341.

Event description:
It was reported that the patient underwent a dermal suture procedure on (B)(6) 2013 and suture was used. After about 10 months from the surgery, reddened skin resembling an allergic reaction occurred around the sutured area. An antimicrobial agent was administered to the patient. The reddened skin became better or lighter. The patient is currently in stable condition.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.